Event description:
On (B)(6) 2022 a patient underwent an anterior cervical interbody fusion procedure on unknown levels of the spine. During the procedure during implant insertion the cage cracked down the middle. It is unknown whether the cracked device remained in-situ or was removed from the patient. No injury or adverse effects to the patient were reported.

Manufacturer narrative:
No product was returned and no radiographs or other information was provided confirming the alleged incident. Multiple attempts were made to obtain additional information from the involved reported with no response. Due to a complete lack of information the route cause of the event could not be determined however, excessive screw angulation, off centered placement and implant selection were identified as possible cause or contributors. No additional investigation can be completed. Label review: "warnings, cautions and precautions - correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant." "Pre-operative warnings - care should be used in the handling and storage of the coroent implants. The implants should not be scratched or damaged. Implants and instruments should be protected during storage and from corrosive environments. For sterile implants: assure highly aseptic surgical conditions, and use aseptic technique when removing the coroent implant from its packaging. Inspect the implant and packaging for signs of damage, including scratched or damaged devices or damage to the sterile barrier. Do not use the coroent implants if there is any evidence of damage. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." "Handling of the sterile implant - open the packages carefully. Take suitable measures to ensure that the implant does not come into contact with objects that could damage its surfaces. Use only the recommended instruments for implantation of the implants. Damaged implants must not be used."